Event description:
A malfunction was reported on the pump, identified by malfunction code malf 3, with an associated fault ID of 0x2095. Despite the issue, there was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted, and technical support arranged to replace the pump. Additionally, the customer expressed interest in obtaining an out-of-warranty loaner pump.